Manufacturer narrative:
Retainer = clear. Case type = ngp. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2017. Insulin pump was received with a blank flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank flashing white display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electric boards, force sensor and motor. Unable to download history files and traces using thus due to blank flashing white display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, battery tube threads - cracked, cracked case-corner of belt clip rails and faded serial number label. Unable to confirm critical pump error (open book image) alarm due to a blank flashing white display. Blank display flashing white was confirmed due to moisture damage on electric boards, force sensor and motor. History files and traces were unable to be downloaded due to blank flashing white display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 8.6 mmol/l at the time of incident. The insulin pump will not be returned for analysis.